Event description:
Patient's wife reported the patient has had two utis since he started to use men's liberty external catheter in (B)(6) 2021. Patient's wife stated he was hospitalized for both infections and is in a rehab center now. Patient's wife stated he has been cleared of the infection by his doctor, is still taking antibiotics, and is still using men's liberty. Product specialist went over the application steps and explained proper positioning of the device to allow urine to flow away from the anatomy with gravity. Patient or patient's wife did not report this to bioderm previously.

Manufacturer narrative:
Manufacturing records for this lot were reviewed, and there were no discrepancies noted. There were no nonconformances associated with this lot. Hospital and/or doctor's notes confirming the uti or hospitalization were requested and never received. Doctor's notes listing medical history during initial patient set-up were reviewed. Patient notes dated (B)(6) 2021 list that the patient has a history of urinary retention, lower urinary tract symptoms, ureteral calculous obstruction, and feeling of incomplete bladder emptying. Report will be updated if further notes are received. Incontinence patients are at a higher risk for infection. Per the patient's wife, his doctor cleared him of infection, and they are still using the device. There is no confirmed history of infection related to our product. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.